Event description:
It was reported that the customer was hospitalized. Wife stated that they noticed cracks on the battery compartment and they were unable to get the battery out. Customer's blood glucose reading at the time of the call was 512 mg/dl and has treated with manual injections. Wife stated that the high blood glucose readings may be due to the customer being off the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.